Event description:
After meshing a skin graft, we noticed it appeared larger than expected. We verified the size of the plate, and realized the plate size did not match the size listed on the mfg package.this resulted in an additional graft harvest.